Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, xerostomia, periodontal disease, immediate implantation, inadequate bone quality/quantity, mobility.